Event description:
On (B)(6) 2013, it was reported a physician performed a novasure endometrial ablation on 03/11/2013. Sometime "post procedure (the patient) was found to have sepsis. She had an end cervical perforation; adhesion; her cervix was adhered to the bladder and ureters and her uterus is scarred". Additionally, the pt had a "heart valve transplant" and had a "stroke post procedure". We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
: Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. If add'l relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).